Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 2.75mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 2.75x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with substernal chest pain. The pain did not subside even after taking 2 doses of nitroglycerine. The patient was brought to the hospital with ongoing chest pain accompanied by diaphoresis and symptoms radiating to both arms. Electrocardiogram was abnormal without new changes. Minor st, t-wave abnormality in anterolateral leads was noted. Initial set of cardiac enzymes were negative. The second and third set of cardiac enzymes showed elevation. The patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. The event was considered resolved without residual effects with medical therapy only. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).